Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges the et tube broke during use on a pt. There was no reported harm or injury to the pt.